Event description:
It was reported that during preparation for a mitral valve procedure. It was noted that the hemostasis valve of the cannula was in the closed position and the valve would not open, the cannula noted used on the patient. Another cannula was used to complete the case. There were no adverse patient consequences.